Manufacturer narrative:
Approximate age of device ¿ 1 year and 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the lvad produced pump off and low speed advisory alarms. No clinical symptoms were reported. The submitted log file was reviewed by technical services and revealed three pump stop events, each lasting approximately 3 - 4 seconds while the lvad was on mobile power unit (mpu) support. The momentary pump stop may have been caused by a high current event or possibly a potential issue with the percutaneous lead. During high current events, the pocket system controller was designed to protect the heartmate ii lvas from damage by stepping down the motor speed if the motor load exceeds the drive capability of the motor. X-rays of the percutaneous lead were also reviewed by technical services and did not reveal any indication of damage.

Manufacturer narrative:
Event or product problem: additional information.

Event description:
Additional information: it was reported that no additional pump stoppages had occurred. The patient was provided an ungrounded patient cable to use and was discharged to home.

Manufacturer narrative:
No product was returned for evaluation. Review of the submitted log file confirmed the reported pump stoppage events; however, a specific cause for the interruptions in pump function could not be conclusively determined through this evaluation. The log file captured multiple pump stoppage events while the system was operating on mpu support. Based on previously reported events, the data captured in the log file appears consistent with a potential driveline issue. The hmii lvas patient handbook and IFU explains that all heartmate ii lvas percutaneous lead have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.